Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be submitted.

Event description:
Note: exact date of event is unk; although it was reported to be in 2009. It was reported to boston scientific corp that a c.r.e. Balloon dilatation catheter was used during an esophagogastroduodenoscopy with dilatation procedure. According to the complainant, during the procedure the balloon only partially inflated and then could not be fully deflated. The size and pressure of the partially inflated balloon was unk. The balloon was removed with difficulty from the pt. The scope along with the partially inflated balloon were removed from the pt, and the balloon catheter was then cut in order to removed. The pt was then re-scoped and the procedure was successfully completed with a second c.r.e. Balloon dilatation catheter. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.